Manufacturer narrative:
As of today, no additional information is available and at this time our investigation is complete. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed a drop in r wave amplitude during a two week post implant follow up. A lead revision procedure was performed and the lead was repositioned with resulting good numbers. During the revision procedure, the physician noted that the sheath used to reposition the lead was a tight fit with the lead, which may have contributed to bunching of the lead during repositioning. There were no adverse patient effects. The lead remains in service.